Manufacturer narrative:
Concomitant medical products: product ID: 37751. Product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported that the battery depleted at a higher rate than normally observed by the patient, without any intensity change. A power on reset was reported and factors that may have led or contributed to the issue were none. It was impossible to interrogate with the clinician programmer due to loss of battery and displayed number 68 with the charger in clinician mode. Actions taken to resolve the issue was a recharge was performed. The issue was not resolved and the patient experienced long charging sessions (approximately 12 hours) with good quality coupling (8/8 bars). No surgical intervention occurred or was planned. Relevant medical history includes neuropathic pain. Additional information received reported that there were no symptoms related to the battery depleted at a higher rate than normal. No further complications were reported.